Manufacturer narrative:
An event of a incomplete stent opening and heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported incomplete stent opening is likely related to the patient's calcification, however this cannot be conclusively determined. The reported heart block is likely a cascading effect from the event. Unexpected medical and surgical interventions were a result of case specific circumstances, as a post implant bav was performed, a temporary pacemaker was implanted, and a permanent pacemaker was later implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was calcification extending beneath the aortic annular plane in the interventricular septum. Prior the procedure, the patient had a normal sinus rhythm. The patient had a heavily calcified aortic annulus extending into left ventricular outflow tract (lvot) at non-coronary cusp (ncc). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, at initial attempt, the valve was positioned at a deeper position approximately at a depth of 5 to 6mm so it was recaptured and repositioned. On the second attempt, the valve was able to be positioned approximately at a depth of 3mm and implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). Valve was constrained due to heavily calcified annulus and mean gradient was 15mmhg so a post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. The patient was developed with a complete heart block, and a temporary pacing support was required to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve the event. The user believes that the patient experienced adverse health consequences due to the highly calcified aortic annulus and lvot. The patient was in a stable condition and subsequently discharged.